Event description:
The manufacturer received information alleging patient's mother stated that "there was a section damaged since it may have hit the bottom of the ventilator against the stopper of the buggy". It was confirmed that the triangle shaped rubber on the back side was broken, so the device was replaced. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed the "system leak verification" during testing. The device's muffler assembly was replaced to address the issue. Additionally, the customer's complaint was confirmed, and the cushion rubber portion of internal battery door was damaged as reported. Therefore, internal battery door was replaced.

Manufacturer narrative:
The manufacturer previously received information alleging patient's mother stated that "there was a section damaged since it may have hit the bottom of the ventilator against the stopper of the buggy". It was confirmed that the triangle shaped rubber on the back side was broken, so the device was replaced. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed the "system leak verification" during testing. The device's muffler assembly was replaced to address the issue. Additionally, the customer's complaint was confirmed, and the cushion rubber portion of internal battery door was damaged as reported. Therefore, internal battery door was replaced. The muffler assembly was evaluated by the manufacturer's product investigation laboratory (pil) and found the muffler assembly functioned as designed and operated without issue or error codes.